Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 3.5.1 / ios_16.6.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump due to it being difficult to plug the charging cable into the port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.